Event description:
A report was received that the patient was explanted due to infection at the pocket site. The patient was prescribed antibiotics and reportedly doing fine.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#: (B)(4) model description: st linear lead, 50cm with pre-loaded 0.014 inch. Stylet model#:sc-2218-70 serial# :(B)(4) model description:st linear lead, 70cm with pre-loaded 0.014 inch. Stylet model#:sc-4316 serial#: (B)(4) model description: clik anchor (set of 2) the explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to infection at the pocket site. The patient was prescribed antibiotics and reportedly doing fine.